Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. This device showed damage consisting of stretching/fractures located on the complete device. The device was not completely separated the inner liner was still attached. No other damage was noticed on the catheter shaft. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities.

Event description:
It was reported that the microcatheter broke. A 180cmx135cm renegade hi-flo fathom system was selected for use. Upon unpacking, the sterile packaging was open and flushing was done on the renegade system. However, resistance was felt when removed from the hoop and eventually the microcatheter stretched and broke. A new renegade hi flo and the fathom wire from the defective renegade system were used. No patient complications were reported.